Manufacturer narrative:
Evaluation: the device was returned in a used condition with the suture broken near the curve configuration. An examination of the separated area found the string angled and slightly elongated. Considering the characteristics of the damage, it is possible that inadvertent contact was made with the string during introduction of the trocar needle prior to use. A review of specifications found the security is verified 100% during our inspection process.

Event description:
The tube had been in place for four weeks in a pt needing pleural drainage. When the tube was removed, the string broke, leaving a length within the pt. It should be noted this is the second occurrence for this pt.